Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath product ID: 990045 product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when attempting to cannulate the right inferior pulmonary vein (ripv), there was a drop in blood pressure. An initial echocardiogram revealed the presence of liquid in the pericardium, indicating a pericardial effusion. The procedure was aborted due to this complication. Thoracentesis was performed to remove the pericardial fluid, and an anticoagulant antagonist was administered. The patient was monitored until no fluid remained in the pericardium, as confirmed by a follow-up echocardiogram conducted a few hours after the procedure. The event resulted in extended hospitalization, and the patient sustained injury in the form of pericardial effusion and hypotension. The patient was expected to be discharged the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.